Event description:
Spo2 [oxygen saturation of peripheral oxygen] finger probe applied to patient. Adapter cable connected to finger probe and to the machine. Failure to read spo2. Cable changed and monitor displayed spo2 reading. This resulted in a delay in patient care, no known harm to the patient at this time.